Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was less than 40 mg/dl and carbohydrates were consumed to address bg. Customer reported bg lowered after playing golf; however, was not sure if this was the cause of low bg. Recommendation was made for customer to discuss event with a healthcare provider.